Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported during a routine morning check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) battery won¿t charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusions), h10, h11. Corrected fields - d5, e2, e3, g2. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and it was being found that the batteries were charging but there is a damaged ac power reel which is causing the intermittent ac connection. Then the fse had replaced the reel, ac power cord, domestic (ac power reel) so, that after the replacement this had corrected the issue. Actually, the screw kit, cardiosave preventive maintenance was being consumed as a pm. Then after the iabp had passed all the functional and safety tests according to the service manual. The failure analysis and testing dept. Received part number 0012-00-1688-01 sn (B)(6) with a reported unit failure of the battery not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the failure. No root cause defined.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.